Event description:
Per the clinic, the patient experienced connection issues with the device that could not be resolved. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.